Manufacturer narrative:
12/13/2022 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not recieved the device.

Event description:
12/13/2022 - the consumer claims the product burned and caused damage to her bedding and mattress. Injuries did not occur.

Manufacturer narrative:
On 12/13/2022 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not recieved the device. On 7/8/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
On (B)(6) 2022 - the consumer claims the product burned and caused damage to her bedding and matrress. Injuries did not occur.